Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements that had increased during the past two months. In addition, increased threshold measurements were displayed. The patient with this lead was hospitalized until a revision procedure could be performed. A revision procedure was performed. Prior to the procedure, similar out of range measurements were obtained. Shock impedance measurements and r-wave measurements were acceptable and had not changed. A commanded shock was recommended to verify the lead integrity, however not performed. An x-ray did not reveal any lead damage and it was determined the lead had not dislodged. A decision was made to replace this lead. This lead was surgically abandoned and replaced. During the same procedure, the device was also replaced (contak renewal ( h230 sn (B)(4) implanted (B)(6) 2007). There was no allegation against the device function. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.